Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experienced a pocket infection. The implantable pulse generator (ipg) was explanted and replaced. The right ventricular (rv) lead was capped for an unknown reason and replaced. The patient was treated with antibiotics. The patient reported that their "blood and kidneys remain impacted". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient also experienced a hematoma which led to pacemaker pocket erosion. It was also reported that the rv lead was transected during the device replacement procedure.